Event description:
Pt was a male with pmh of cad, copd, atrial fibrillation who was brought to or stat due to a ruptured aaa. Vital signs were stable on arrival. An a-line pre-induction was placed and controlled slow induction was performed. After induction, a cordis was placed and a swan - ganz catheter inserted without complications. After incision was made, a massive blood loss occurred and a massive transfusion protocol was activated. When the aorta was clamped, EKG showed signs of myocardial ischemia followed by hypotension. Preload was optimized and pt was started on levophed gtt and with the improvement in blood pressure, nitroglycerin gtt and milrinone gtt with substantial improvement on the EKG. Pt intra-op developed rapid atrial fibrillation that was controlled with esmolol. Total blood loss was over 10 liters, pt received 15 units of blood, 4 units of ffp and 7 liters of crystalloids. Urine output was 550 mls. Due to the extensive nature of the lesion, surgical team was not able to find a proximal suture point for the graft; pt's condition kept deteriorating, pt's family was contacted by the attending surgeon and they refused major resuscitative efforts - shock, CPR -. Pt ended - up expiring. Pt originally treated several years ago with a medtronic aneurx endograft, unk size and date. The pt is a gentleman who has had a previous infrarenal aortic aneurysm repair several years ago. He has had repeat interventions and has had his aneurysm increase in size from 6 cm to 13 cm. He presented to an emergency room with the recent onset of severe back and abdominal pain, and a noncontrast CT scan showing an aneurysm of 14 cm. He was hemodynamically stable and transferred here for evaluation. I have reviewed his films and felt he may be a candidate for endoluminal repair. The endoleak was easily identified, the iliac bifurcation was identified, and 2 gore extender limbs were placed inside the aneurx device starting at the top of the contralateral gate which was measured at 15 mm. We used a 20 x 13.5 mm stent graft with the excluder limb and then an add'l overlapping 20 x 13.5 mm extension limb all the way down to the iliac bifurcation on the left. These distal extension stent grafts achieved sealing of the distal tie. It was balloon dilated and a completion angiogram revealed a good angiographic result with preserved flow into the internal iliac artery bilaterally. In 2009, the pt with a known 14 cm abdominal aortic aneurysm that has been repaired previously with an aneurx endograft and has required multiple revisions with both cook and gore extensions for aneurx migration. He now presents to the emergency room with back pain, hypotension, and a CT which demonstrates rupture of the aneurysm. After proper consents were obtained, the pt was taken to the operating room and placed in the supine position. General endotracheal anesthesia was administered. He was placed in a decubitus position with the left side up and then prepped and draped sterilely. The retroperitoneal approach was selected because of the extent of the endograft and the need to likely sew in a suprarenal and perhaps a thoracoabdominal position due to the device. Upon positioning him, he dropped his pressure into the 50s. Permissive hypotension was maintained and the flank incision created. Flank wall musculature was taken down and the retroperitoneum entered quite rapidly. A massive amount of retroperitoneal free blood was encountered. We were able to place a clamp in the supraceliac aorta just below the diaphragm and we gained some hemodynamic stability at this point. The aneurysm sac was opened. The endograft was floating in grummous material in the aneurysm sac and there appeared to be t areas where the aneurysm sac had lost integrity. We noted one chronic disruption near the bifurcation and a more proximal tear near the left side of the proximal neck. The endograft was easily removed from the iliacs and the device appeared to have come part at one of the junctions. This was sent to the pathologist. With my fingers passed down into the iliacs, I was able to identify the iliac vessels and place atraumatic vascular clamps on the iliac vessels. Backbleeding vessels, lumbar type, were ligated. With a self-retaining retractor positioned, a 22 graft was brought onto the field. A proximal anastomosis was performed to the neck just distal to side of the renals. A cuff of aneurx graft was left in situ and incorporated into the anastomosis as well. Upon moving the clamp onto the graft, the suture line was poorly hemostatic and the pt continued to become more unstable. Clamp was replaced on the supraceliac aorta and the distal anastomosis was performed end of gore-tex graft to distal end of aorta, sewing to what was clearly only adventitia, because upon removing the graft which easily slid out from the iliacs, most of the media and intima was removed with the aneurx graft. We were unable to successfully remove the clamps. The pt continued to drop his pressure and became hypotensive and ultimately went into electrical mechanical dysfunction. The time of death was called in the operating room. The skin was closed there on the table.